Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. Investigation of the affected device was carried out visually and microscopically. No sharp edges were detected. Device is according to it´s specifications. The cause of the described injury is not to be found on the endoscope. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a broncho-fiberscope. According to the information received, the device got defective and user has complained about injury to patient which has resulted due to sharp edges of metallic tip of scope. Information about patients health was not provided. Additional information is not available.